Event description:
Pt telephoned to state that his foot is "moving away," meaning that his foot/lower leg appear to be going into valgus while attempting to lenghthen. A longer rail system and new compression/distraction mechanism had been applied.